Manufacturer narrative:
This report is being supplemented to provide a correction to b5 and h6 for information inadvertently left out in the initial MDR. This report has been submitted by the importer under this MDR report number 2429304-2024-0000383-1.

Event description:
It was reported that the subject device had a broken fiber and failed a leak test.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000383.

Event description:
It was reported that the sheath from this cystonephrofiberscope fell off and that there was also an infection with this scope. Additional information has been requested but no further information was received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based, on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus. And there were no reportable defects observed, that could have led to the reported adverse event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation, additional requested information regarding the patient and procedure were not provided by the facility. Therefore, a relationship between the subject device and the reported adverse event could not be determined. The event can be detected/prevented, by following the instructions for use (IFU) in section: "oes cystonephrofiberscope, olympus cyf-5, olympus cyf-5r reprocessing manual". This supplemental report includes information added to d8 and d9. Also, an update has been made to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.